Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the explant was due to patient experiencing pain at the battery site and shocking sensations despite of optimizing the program.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2019. Block d6b: explant date: 2019.